Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Subsequent shock impedance measurements were reported to be stable and acceptable. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the local field representative that the clinic attempted to schedule a follow up with the patient, however, the patient refused. At this time, no additional information is available. This investigation will be updated should further information be provided.